Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus service operation repair center (sorc), omsc surmised it might be occurred due to the failure of the image sensor unit, or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc. Sorc checked the subject device for evaluation. It was confirmed the reported phenomenon and it was occurred by the dirt on the electrical contacts of the subject device video connector. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus service operation repair center (sorc), that the error, b30 which indicates there is the communication problem between the subject device and the video professor was displayed. The subject device had been returned form the user because the image of the subject device had failure. The occurrence date of the event is unknown. There was no patient injury associated with this report.